Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2016 the patient¿s legs were hurting so bad that they couldn¿t even bend down to pick something up. It was later reported on (B)(6) that the new ins was supposed to also help the patient¿s right leg down to their ankle. After implant, the right leg was alright, but suddenly about two weeks prior to the report, stimulation stopped helping the patient¿s right leg and there was pain in the right leg. The patient did not like the feeling of vibration when they increased to try and help their right leg. The patient had not fallen prior to the new pain, but had a fall either on (B)(6) 20165. The patient was never educated on how to use the equipment. It was stated that circumstance that led to the patient¿s legs hurting badly was that she did not know how to work the charger and buttons on the controller. The steps taken to resolve the issue of her legs hurting badly was learning how to work the device. It was later reported that no steps were taken to resolve stimulation not working in the patient¿s right leg. The patient wanted to meet with a manufacturer representative, and was upset that they could not get an answer for their problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.